Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department has requested additional information regarding the reported patient adverse event but has been notified by the facility rn that additional event/patient information will not be provided. The plant investigation is currently on-going. A supplemental report will be submitted at the conclusion. This is one of 5 MDR's submitted to document this reported event. Please reference the following MDR numbers: 1713747-2013-00310, 99932, 8030665-2013-00535, 1225714-2013-02490.

Event description:
The user facility reported that a patient was taken from his home to the emergency department after 2 hours of his hemodialysis treatment. The rn stated that the patient has chronic health issues and no additional details will be provided regarding this event.